Event description:
A letter to the editor of the international journal of cardiology entitled "administration of intrapericardial tissue adhesive after cardiac rupture and cardiac tamponade" describes the use of pericardial drainage followed by intrapericardial application of bioglue in patients who presented cardiac tamponade and shock after cardiac rupture. This is an unapproved used of bioglue. The letter states, "...this technique could be useful for emerging patients or those for whom surgery is contraindicated." The letter also concludes that this technique "should be studied for its possible utility when faced with surgical impossibility." However, the letter states that one of the nineteen patients died after bioglue was injected into the right ventricle. The product instructions for use states "do not expose valve leaflets or intracardiac structures to bioglue." And "do not allow bioglue in either the uncured or polymerized form to contact circulating blood." Bioglue is also contraindicated for intravascular use.

Manufacturer narrative:
The device was not returned to cryolife so, an evaluation of the device was not possible. The use of bioglue in this procedure is not an approved indication for use in the united states or the country in which the event occurred. The reported death is not an unanticipated consequence of injecting bioglue into the ventricle. The bioglue surgical adhesive instructions for use contains adequate information to assist the user in preventing the entrance of bioglue into the heart or any cardiovascular lumen. No further action is required. .